Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that she obtained an error 2 message on her onetouch verio iq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she obtained the error 2 message on (B)(6) 2016. The patient does not administer medication to manage her diabetes. She reported that after obtaining the error message, she continued with her usual diabetes management routine. She also reported that immediately after obtaining the error message, she experienced "frustration". She denied receiving any treatment for her symptom. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided there had been no trauma or misuse of the meter. The patient was using the correct test strips and she described the correct testing steps. When the patient pressed the power button, the error 2 message did not occur. The patient was unable to walk through a retest as she did not have testing supplies available and the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.